Event description:
It was reported to philips that the device failed testing. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by the hospital biomed with the support by philips fse. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures, philips fse asked customer, to perform the test again with connected required accessories and the product is back in service.